Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that they used to recharge every saturday, and the ins battery level was normally at 50%. However, the past two saturdays, when recharging, the ins battery level was empty. They had been in group b with 2.2 and 2.4 on the patient programmer (pp). It was mentioned they did have a fall 3 weeks ago, but there hadn't been any symptoms change. The patient was instructed to keep a record of recharging information: battery level and times at the beginning and end. The patient was to follow-up with their healthcare provider (hcp) on (B)(6) to check the implant. No patient symptoms or further complications were reported as a result of this event. On 2019-09-09 e1 (con): additional information was received indicating there was a problem with their device.